Event description:
The user facility reported that after an embolization procedure, an attempt was made to use a 6f angio-seal. The 5f procedure sheath was removed, and the vessel was successfully located with the modified sheath and vessel locator. As the angio-seal anchor, suture, and collagen were advanced into the modified sheath, two clicks were heard, leading the operator to believe the anchor was deployed in the vessel. However, when trying to tamp the collagen for hemostasis, the entire angio-seal device was inadvertently removed from the patient. It seems the anchor, suture, and collagen remained inside the modified sheath, leaving nothing inside the patient. An investigation is warranted to confirm that the anchor, suture, and collagen are within the modified sheath. No blood loss occurred. The reported event did not result in patient injury or require medical or surgical intervention. There is no direct claim that the device caused or contributed to a need for medical intervention. Manual compression was applied. On 8/5/24, it was confirmed that the sample is not infectious, and a pre-deployment angiogram was not conducted.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation:materials coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).